Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 459mg/dl. It was stated that the customer was experiencing unexplained high glucose for twelve hours. Troubleshooting was performed. The caller stated that the setting in the insulin pump disappeared and came back after the self test was performed. The programming, time, and date were correct. Ran a fixed prime test and passed. The mother stated that she is not comfortable and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.